Event description:
It was alleged that the ventilator stopped cycling due to a microprocessor-error. The ventilator did alarm. The patient was reportedly responsive prior to the event and is now unresponsive. The device was evaluated and analyzed by the distributor and the manufacturer and the reported event could not be duplicated.